Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 120-130mg/dl fasting. Verified the strips expire 06/17/2017. Customer is unsure when the cvial of strips were first opened or the of storage conditions. Reviewed meter memory 1: 233mg/dl (B)(6) 2015 04:01:00 pm fasting:yes; 2: 377mg/dl (B)(6) 2015 01:08:00 pm fasting:yes; 3: 335mg/dl (B)(6) 2015 12:44:00 pm fasting:yes; 4: 190mg/dl (B)(6) 2015 10:01:00 am fasting:yes; 5: 101mg/dl (B)(6) 2015 06:56:00 pm fasting:yes. Customers is concerned with 377mg/dl obtained (B)(6) 2015. No adverse event reported.